Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have torn at the tip on the distal end. The torn piece was completely detached from the tip. The tip cover torn piece measures approximately 0.470¿ in length. There were no signs of thermal damage present at the end of any tears.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was broken. The user completed the procedure using a backup tip cover accessory with no further issue reported. The accessory was not used on the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the tip cover accessory was broken on the clear end.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory was further evaluated by failure analysis engineer (fae) 27-mar-2025. Initial findings were confirmed. The clear silicone portion of the mcs tip cover accessory was found to be torn. The clear silicone portion of the accessory is located at the distal end of the accessory where the scissor tips of the instrument exit from. The tearing appears to be isolated to the clear portion and no damage the grey pella thane was observed. The clear portion was reinstalled on the accessory, and it did not appear any fragments were missing.

Event description:
Refer to h11 for follow-up information.